Event description:
It was reported that the customer was hospitalized for high bgs. Troubleshooting was performed. The programming, insulin concentration, and bolus history were incorrect. In addition, a fixed prime test was completed and the insulin exited. Also the high-pressure test was performed and passed within specifications.